Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported peeling appears to be related to operational circumstances of the procedure. Based on the reported information and photo provided by the account, it is likely that during retraction manipulation of the guide wire caused the guide wire drag or scratch against the torque device and/or other accessory devices used resulting in the teflon coating to sheer or peel off the core. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H3 - reason device not evaluated by mfg changed to na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional hi-torque device referenced is filed under a separate medwatch report number.

Event description:
It was reported during the use of two hi torque balance middleweight hydro guide wires the surface coating was peeling and some was left on the physicians gloves. It is unknown if any coating was left in the patient. No clinically significant delay was reported. No additional information was provided.